Event description:
Per the clinic, the patient developed an infection at the abutment site, and the abutment was subsequently removed (specific date not reported). The patient was reimplanted with a transcutaneous osia implant system on (B)(6) 2025. Additional information has been requested but is not available as of the date of this report.